Event description:
During a microendoscopic discectomy procedure, the endoscope coupler had fluid invasion causing visual impairment through the endoscope. Surgeon spent 45 minutes trying to clear the coupler before giving up and resorting to an open procedure.